Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported high impedances on all lead contacts. The cause had not yet been determined, but it was noted that the patient lived 50 meters away from an electrical transformer and 100 meters away from two other electrical transformers. The doctor wanted to know if that could be a possible cause of the high impedance. An x-ray taken showed no contact issue. The patient also experienced pain. No interventions or actions were taken and the issue was not resolved. No further information was provided. A follow up report will be sent if additional information is received.